Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's implantable cardiac monitor, unspecified oversensing and an incorrect sensing of a recorded arrhythmia was suspected. Upon contacting the physician however, the device was believed to have behaved appropriately based off the patient's history and there was no allegation of a malfunction. No intervention was performed. The patient's condition was stable throughout the event.